Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in the thigh. The patient developed inflammation and drainage under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a health care provider who prescribed an unspecified oral antibiotic medication for the reaction. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.